Event description:
It was reported that the patient with this pacemaker stated there was a red call doctor (rcd) icon. Latitude data was reviewed and confirmed there were two red alerts recorded. The red alerts indicated this pacemaker exhibited two high out of range pacing impedance measurements of 2008 and 2327 ohms. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated there was a red call doctor (rcd) icon. Latitude data was reviewed and confirmed there were two red alerts recorded. The red alerts indicated this pacemaker exhibited two high out of range pacing impedance measurements of 2008 and 2327 ohms. This pacemaker remains in service. No adverse patient effects were reported.